Event description:
It was reported that balloon rupture occurred. The target lesion was located below the knee with a stenosis of 100% that was moderately tortuous and severely calcified. A 2mm x 20mm x 142cm coyote es was advanced for dilation. During procedure, the balloon ruptured on the first inflation at 6 atmospheres for 1 second. The device was replaced for another of the same model to complete the procedure. No complications were reported, and patient status was stable.